Event description:
Particulate was observed in the pt's eye during a cataract extraction procedure using this phacoemulsification handpiece. All the particulate was able to be aspirated from the eye.

Manufacturer narrative:
Correction made to section h.3. Device was not returned for evaluation.